Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that on thursday or friday of last week, they noticed that the implant battery was only draining to 90% when it used to drain to 60% or 70%. Caller stated they checked the patient's settings and noticed that programs 1 and 2 were not highlighted, so they turned the stimulation off and back on again. Caller stated since saturday, the implant is only down to 70% and they feel like the patient is not getting the full stimulation. Agent asked caller if the patient was still getting relief from the pain and caller stated no, they are not getting any relief to the fullest extent that they should be getting. Caller confirmed they have not tried increasing the intensity or changing the settings. Agent walked caller through turning stimulation on. Agent also instructed to call their managing hcp/rep to further check the patient's settings and if needs to be adjusted.